Manufacturer narrative:
(B)(4). Approximate age of the device - 2 months. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted to the hospital on (B)(6) 2018 due to slurred speech. On admission, the patient had a lactate dehydrogenase of 754 u/l, an inr of 1.5 and vad parameters were stable. A CT scan revealed a small distal ischemic m3 infarction. On (B)(6) 2018, the patient had a hemorrhagic conversion with herniation, and was intubated and sedated. As of (B)(6) 2018, the patient still with aphasia, but had improved movement of right upper extremity and normal drinking/eating activities. The patient was no longer intubated or sedated, and was moving towards discharge to a rehabilitation center. No additional information was provided.